Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the contact was unable to provide a cgm blood glucose (bg) reading or a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered and ranged displaying "low" (specific value was not provided) to 20 mg/dl and was unconscious. Customer was transported by emergency medical technicians to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and was released from the hospital on (B)(6)2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.